Event description:
On (B)(6) 2011, pt reported, the infusion set is leaking at the infusion site. Pt stated, she noticed the issue because, her shirt was wet and smelled like insulin. Pt reported, she heard a click when attaching the infusion set to the infusion site. Pt stated, she had another set of infusion sets and they did not leak for her. Pt reported, the leaking happened with the 2 infusion sets she has used from this box. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.